Event description:
Reference importer # (B)(4).

Manufacturer narrative:
They tried a different monitor on this central monitoring system, but the issue remained. Then the monitor that displayed the error message was used with another system, and it worked fine. Awaiting requested device for repair and failure investigation.